Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated.   Device evaluated by MFR: promus element mr ous 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified stent damage. Struts 7 and 8 from the proximal end of the stent were lifted and pulled in a distal direction. The remainder of the struts were undamaged. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 22mm x 3.0mm, concentric, de novo target lesion was located in the none tortuous and none calcified left circumflex (lcx) artery. A 3.00 x 24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the "ex" and middle of the stent struts were distorted. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 22mmx3.0mm, concentric, de novo target lesion was located in the none tortuous and none calcified left circumflex (lcx) artery. A 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the "ex" and middle of the stent struts were distorted. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.